Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set bent cannula and was consecutively hospitalized due to high blood glucose levels reaching upto 700 mg/dl. Patient had symptoms like dizziness and nausea at the time of hospitalization. No further information available.